Event description:
It was reported to boston scientific corporation that a sensor wire was used in the kidney during a ureteroscopy procedure. The procedure date is unknown. During preparation, upon opening the packaging, a colored substance was found on the hoop of the of the sensor wire. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2023 as no event date was reported. Block h6 (device codes): imdrf device code a180104 captures the reportable event of foreign material present in device.